Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet system after insulin was observed leaking from a vial, prompting a cartridge and infusion set change due to suspected leakage with a tube component and possible user error; the patient¿s blood glucose was reported at 279 mg/dl, and hydration guidance and a callback for an update were provided. Symptoms included hyperglycemia without additional clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, and a usage problem was identified consistent with improper or incorrect procedure or method related to the tube component and cartridge handling. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event.